Event description:
Customer reported an issue with the panorama central station, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and verified the problem. Corrections included replacement of the system's ambulatory telepacks. Communication was reestablished. Unit was safety tested to factor's specs.